Event description:
Approximately three years and four months after hvad implantation, the patient was admitted with complaints of dark stools. Prior to this admission the clinicians had noted a drop in the hemoglobin and hematocrit that prompted endoscopic evaluation of possible gi bleed. Result of testing are unknown but anticoagulant was held and the patient was transfused with blood products. At last report, the patient was recovering in the cardiovascular intensive care unit.

Manufacturer narrative:
The hvad is used for treatment not diagnosis. It was reported that on (B)(6) 2014, the patient underwent an esophagogastroduodenoscopy (egd) with small bowel enteroscopy for possible gastrointestinal (gi) bleeding, the results were not reported. The patient was admitted on (B)(6) 2014 with dark stools and low hemoglobin/hematocrit (h/h). The patient was transfused with one unit of red blood cells (rbc) on (B)(6) 2014 resulting in an increase in the patient's h/h. It was reported by a member of the ventricular assist device (vad) team that the patient was discharged home in stable condition on (B)(6) 2014. The device was not returned to the manufacturer for evaluation as it remains implanted. Gastrointestinal bleeding has been identified as a known potential risk associated with use of all vads as outlined in the instructions for use (IFU). Although this event is likely related to the device support and required anticoagulant therapy, there is no evidence to suggest a relationship to any device performance or manufacturing issues. Known contributing factors to gi bleeding include individual patient comorbidities and pharmacological factors. The IFU addresses guidelines for optimal patient management, including therapeutic anticoagulation guidelines. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. Serious and life threatening adverse events, including device thrombosis and reoperation, have been associated with use of this device as outlined in the instructions for use (IFU). The IFU addresses guidelines for optimal patient management (including therapeutic anticoagulation guidelines of inr between 2.0 and 3.0). While there is no evidence based on the available information, it may be possible that there were some underlying health conditions that could have predisposed the patient to this event. From all indications the device operated within specifications and as intended with no indication of any device performance issues contributing to the event. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Heartware is submitting this report as a result of remediation activities related to FDA warning letter fla-14-14, dated june 2, 2014, and pursuant to the provisions of 21 cfr part 803. (B)(4) gi bleed.

Manufacturer narrative:
Additional information will be submitted within thirty (30) days of receipt. Device remains implanted.